Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor was broaching. He pulled out the #9 broach and put in the #9 stem. The surgeon believes that the broach may have opened the canal larger than the #9 size he was broaching to."